Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment below the bumper pad. The text on the display screen was found to be dim and pinkish. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed a cracked battery compartment below the bumper pad. The text on the display screen was found to be dim and pinkish. (B)(6).